Event description:
The international customer reported the ventilator shutdown and would not switch on. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the power supply to address the reported problem.